Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is provided a follow-up report will be submitted. The customer did state if this incident occured on a patient. Carefusion has attempted to gather this information but has yet to receive a response. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that the mean airway pressure is sometimes correct and other times it is not. The displayed value varies from what is being measured. The customer did not report on patient involvement, it is unknown if there was patient involvement at this time.